Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection on the returned sample revealed that the male luer was missing. Dimensional test was performed on the tubing with no issues noted. The reported condition was verified. The cause of the condition was due to assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked. The reporter stated that the tubing pulled out from the luer lock tip after one (1) hour of use. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.